Event description:
It was reported that an ilet user experienced a freestyle libre 3+ sensor that stopped providing readings, with alarms indicating replace sensor and brief sensor issue; the user¿s blood glucose was elevated by fingerstick, the ilet continued insulin delivery based on manual bg entries, and the user later completed a full supply change after initial pairing difficulties that were resolved. Symptoms included hyperglycemia with a reported fingerstick high of 491 mg/dl, later decreasing to 383 mg/dl, with the user feeling fine. Outcomes included no health consequences or lasting impact. Investigation included interviews with the user and analysis of information provided. Investigation of this case revealed an interoperability issue characterized by intermittent communication failure between the cgm sensor and the ilet, associated with the device¿s electrical and magnetic subsystem and antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.